Event description:
Reporter indicated that vns pt was explanted due to infection. The pt reportedly irritated/scratched at incision site. It was reported that the infection was located at both bipolar lead/cervical and pulse generator/pocket areas and that the explanted lead has pus along the entire length. The infection was treated with antibiotics, I&d and explant of entire vns therapy system. Reimplant is not scheduled at this time.